Event description:
It was reported that a customer experienced an issue with a malfunctioning pump button that required multiple presses to start the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.